Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The evaluation of the pump did not reveal any anomalies on the exterior surfaces. This pump functioned/flowed per manufactured specifications as received. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
The customer reported that the pump demonstrated erratic flow indicating a pump failure. Therefore, the pump was explanted and replaced. There was no serious injury or death associated with this incident.